Manufacturer narrative:
Additional information: product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. An event regarding a periprosthetic fracture involving a anato stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was provided. Further information such as x-rays, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon reports a patient¿s status, post right total hip done on (B)(6) 2017, reported pain in her hip and now has a periprosthetic femur fracture requiring a revision to a longer stem. Surgeon proceeded to remove the head and stem. He then placed three cables to reduce and secure the fracture. Surgeon then proceeded to implant a restoration modular hip stem per surgical technique. A trial reduction was performed. Satisfied with the leg length and stability the final body and head were implanted. The surgery was performed without incident.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports a patient¿s status, post right total hip done on (B)(6) 2017, reported pain in her hip and now has a periprosthetic femur fracture requiring a revision to a longer stem. Surgeon proceeded to remove the head and stem. He then placed three cables to reduce and secure the fracture. Surgeon then proceeded to implant a restoration modular hip stem per surgical technique. A trial reduction was performed. Satisfied with the leg length and stability the final body and head were implanted. The surgery was performed without incident.